Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the enteral feeding pump did not alarm when the set came off the rotor. The unit was triaged and the customer¿s reported condition was confirmed. Service verified that the unit failed the rotor error alarm section of the performance certification. Service isolated the reported issue to an issue with the gearbox. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump did not alarm when the set came off the rotor.